Event description:
The customer alleged that the audible alarm worked but the tone was very weak. The customer reported that there was no death or serious injury as a result of the weak sounding engineer (npb cse) inspected the device and replaced the audible alarm assembly. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The alarm assembly las evaluated by the manufacturer. The reported problem was not confirmed. The alarm tested to specifications.